Event description:
It was reported there were high pacing thresholds on the right ventricular pacing lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01p implantable pulse generator (ipg), implanted (B)(6) 2008. (B)(4).